Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed additional failure analysis and the initial findings were confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a broken knife. The knife cable was erected and the tip was missing the knife. The knife was not returned. The approximated measurement for the knife is 0.100" x 0.006". The instrument knife cable was missing the knife at the far end. Instrument logs show qty 224 seal events and qty 197 cut complete events and qty 2 cut failed events. The instrument was used for about 36 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vse instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer discovered a piece of metal in the abdominal cavity and retrieved it. They believed that the blade of the vessel sealer extend (vse) instrument may have fallen off for some reason. At the time the event occurred, the customer felt that the vse instrument was not cutting well. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use and no abnormalities were noted. However, while in use, the surgeon felt that vse instrument was not sharp. It is unknown how long the vse instrument was in use when the event occurred or if the instrument collided with any other instruments or hard material during the surgical procedure. The surgical staff did not notice any damage to the cannula after the event occurred. An assistant removed the broken piece with a forceps instrument. No additional surgical procedure was required to remove the fragment. It is unknown whether post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument and a fragment are available for return. No photographic images of the device or video recording are available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and found to have a broken knife. The knife cable was ejected, and the tip was missing the knife. The knife was not returned. The approximated measurement for the knife is 0.100" x 0.006". A piece approximately 0.546" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.